Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided photos did not reveal any issues on the impacted product indicating external blood leakage. Blood was visible inside the header cap, which indicated that an internal blood leak had occurred. The reported condition of an external blood leak could not be verified through evaluation of the returned photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood leakage from the cap of a polyflux dialyzer. The blood leakage was discovered during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.